Event description:
The customer reported the digital subtraction angiography was not functioning. The dsa is associated with the cine mode. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.